Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. It was reported that two surgeons were using barbed suture and the suture broke multiple times in the cases. Unknown if there was any surgical delay. No harm was reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/1/2026. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: -did the reported issue contribute to any patient adverse consequences? No. -how many devices demonstrated the alleged deficiency? 4 in total. - did the event occur during one or multiple patient procedures? Multiple procedures - what is the total number of procedures? 4. - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No. - if this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? N/a - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions: source is the coordinator. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that two unopened samples that pertains to product code sxpp2b400 were received for analysis. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area was noted to be as expected in the needles. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.